Manufacturer narrative:
Investigation: one year of service history was reviewed for this device with no other problems identified related to the reported condition. A terumo bct service representative confirmed the reported condition and the security button was adjusted. Corrective action: an internal CAPA has been initiated to evaluate reports of IV poles slipping/falling. Correction: a field action has been put in place to correct the issue. Root cause: the root cause was the adjustment of the security button.

Event description:
The customer reported that while hanging the saline and the acda solution, the IV pole slipped down. The customer was able to accommodate the IV pole with no issues during the procedure. However, during the unload of the disposable bags the IV pole fell, the customer tried to stop the IV pole from falling and it pinched her fingers. The customer confirmed that no damage or injury occurred, it was just a little pinch at her fingers. Medical intervention was not required. Patient ID and weight is unknown at this time.

Manufacturer narrative:
This report is being filed to provide additional information.